Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with the helix was found partially extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. Visual and xray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted during the intervention that the right ventricular (rv) lead had moved. A procedure was conducted whereby an attempt to reposition the right ventricular lead was conducted but the right ventricular lead could not be repositioned, possibly due to a right ventricular lead helix issue. The right ventricular lead was therefore explanted and replaced. The patient was stable.